Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR 1225714-2013-00747.